Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker detected rising right ventricular (rv) threshold, and the clinic noted they could not always clearly see from the electrogram (egm) whether there was capture. Technical services (ts) was consulted and confirmed the threshold has been trending upwards after april 2025. However, since the device has automatic capture, if there is no capture, a backup pulse will follow. Impedance is very stable, and ts confirmed there are no indications of a lead problem. It was recommended the clinic bring the patient in for follow-up in three months or less to measure the unipolar threshold. No adverse patient effects were reported. This product remains in service.